Event description:
A caller reported an error with their continuous glucose monitor, specifically with code cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions to reset the pump, and the caller successfully started their sensor session without encountering the error again.